Event description:
A malfunction occurred with the customer's pump, indicated by malf 24, and it was not resettable. There was no adverse impact to the customer's blood glucose level. Tandem's technical support decided to replace the pump, informing the customer about the updated software on the replacement and the availability of training. The customer was instructed to use an alternative insulin delivery method temporarily and to return the problematic pump using a pre-paid label.